Event description:
It was reported that during testing conducted at the user facility the tip of the pointer broke off. No adverse consequences or procedural delays were associated with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility the tip of the pointer broke off. No adverse consequences or procedural delays were associated with this event.